Manufacturer narrative:
Device p-cap or reservoir locked properly in place and passed displacement test. Device received with severely scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they cannot read the display. Customer did not mentioned blood glucose at the time of incident. The insulin pump had damage on the screen. Insulin pump will be returning for analysis.